Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient was prepped for a posterior cervical fusion procedure and positioned in mayfield modified skull clamp (a1059). Surgeon was headed to scrub when anesthesia started to have an issue with patient and then mayfield skull clamp slipped resulting in a 6 to 7cm laceration to patient's left temporal area that required staples. There was no delay in surgery reported. Patient was reported as stable and on oral antibiotics.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - with respect to the returned unit, it passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure - this would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. Also, to note, the unit was received with an older ratchet extension with a lot code of 184. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.